Event description:
The customer reported that a secondary infusion of magnesium sulfate was hung to infuse over 4 hours but was found empty an hour later. The pump settings were verified with another nurse. It was noted that the new 250 ml flush bag was filled to more than 250 ml indicating the check valve had failed and the secondary had backflowed into the flush bag. The full flush bag was infused over 4 hours since it contained the magnesium sulfate and the patient had no maintenance fluid infusing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.